Event description:
During product evaluation, the pump's air in line printed circuit board (ail pcb) was found to be out of specification. There was no patient injury or medical intervention necessary according to the hospital representative. No additional information is available.

Manufacturer narrative:
Evaluation summary: the condition of the pump's air in line printed circuit board (ail pcb) being out of specification was confirmed. The ail pcb was recalibrated. After calibration, failure code 814:04 occurred, therefore the pump head module was replaced. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being investigated.